Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the device. The device was immediately replaced and there was no impact to patient. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023 , the medical staff followed the doctor's advice to collect blood from the artery, and found foreign objects in the blood collection device. They stopped using it immediately and replaced it with a new blood collection device, which did not cause adverse effects on the patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported cond.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the device. The device was immediately replaced and there was no impact to patient. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the medical staff followed the doctor's advice to collect blood from the artery, and found foreign objects in the blood collection device. They stopped using it immediately and replaced it with a new blood collection device, which did not cause adverse effects on the patient.